Manufacturer narrative:
Result: the distal tip of the neuron delivery catheter 070 was ovalized approximately 2.5 cm from the distal. The catheter also had several kinks along the shaft. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery catheter 070 was lodged inside the peel away introducer sheath during use. The returned catheter revealed an ovalization in the catheter shaft at the distal tip. This damage was likely due to handling during preparation of the device for use. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure while using a neuron 6f 070 delivery catheter, the catheter became stuck while introducing it into the peel away. The device was not used on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.